Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208342608, implanted: 2014-(B)(6), product type: lead. (B)(4).

Event description:
It was reported there was an unknown infection at the electrode implant with cutaneous tumefaction. It was not known if antibiotic treatment was necessary or if a culture was taken. No actions were taken and the event was reported recovered. The clinical investigator assessed the event as not serious and related to the procedure but not related to the device.

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient was treated with antibiotics.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0208342608, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported that the event was related to the device per the investigator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was related to the lead, and not related to the stimulator.